Manufacturer narrative:
The site declined to provide patient information, referencing canadian privacy laws. A medtronic representative, following-up at the site, made recommendations for the radiographic technologist (rt) to enhance the image contrast and CT+fluoro merge registration. It was noted that the surgeon approximated the inaccuracy at 3-4mm. The c-arm was used regularly at the second level to complete the procedure. No further issues have been reported. No parts have been returned to manufacturer for analysis. Part not returned to manufacturer.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy on the l-5 vertebrae. The reference frame was clamped on the s1 spinous process. The medtronic representative noted that the site was having difficulty registering the fluoro images to the synthetic images. When they matched the anterior posterior (ap) images, the lateral synthetic would move, and vice versa; could not get them both where the surgeon wanted at the same time. Navigation at l5 was inaccurate and the surgeon switched to fluoro, as the accuracy of the imaging was deemed untrustworthy. The surgeon alternated between navigating and using fluoroscopy to continue the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.